Manufacturer narrative:
Other applicable components are: product ID 3389-28 lot# unknown serial# implanted: explanted: product type lead product ID 37086 lot# serial# unknown implanted: explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that low impedances were measured on the right side during an implantable neurostimulator (ins) battery replacement procedure. Low impedances were measured on electrodes 0-1 after the ins was replaced. Low impedances were measured on the extension and lead once the ins was disconnected. The issue was not resolved. No surgical intervention was taken or planned and the patient was alive with no injury. No further patient complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-28, implanted: explanted: product type: lead. Product ID: 37086, implanted: (B)(6)2008 explanted: product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient never had an ins replacement procedure. The patient's ins was repositioned in new pocket to improve recharge coupling. The repositioning was done on (B)(6)2017. The reported low impedance was measured at the patient's first visit on (B)(6)2015 and is still present. The two contacts the low impedance is measured on are not used in programming. The cause of the issue was not determined. No additional interventions are planned as the patient is receiving effective therapy. The system remains in use.